Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of no flow. Unspecified tubing sets were being used to deliver unspecified solutions for total IV anesthesia (tiva) during unspecified surgical procedures. The solutions were reportedly being warmed during delivery by an unspecified warming device. After an unspecified length of time in use, the customer contact reported that the patients became "light" and began to move during the procedures. It was reported that the tubings became soft and kinked at an unspecified locations close to the IV access site. No flow of solution was noted. It was reported that the kinks were removed and the therapies were resumed. There were no reported adverse patient effects and no reported delay of therapy critical to these patients. No medical interventions were reported. Multiple unsuccessful attempts were made to obtain additional information including specific patient information, the list and lot numbers of the tubing sets, how long the tubing sets had been in use, and the temperatures of the warmed medications.